Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier (bio ID) was not working properly. A technical support specialist (tss) followed knowledge article, bioid lumidigm update package 1.3 release for es ¿ failure recovery fix and successfully deployed the es lumidigm bio ID driver update package (v9.6.41540), resolving the authentication issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, biometric identifier (bio ID) authentication issues occurred after the 1.11 upgrade due to an outdated driver, causing intermittent fingerprint detection and requiring multiple attempts for successful login. However, there were no delay to patient care and adverse events or injuries reported based on this incident.